Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 6/24/2024, it was reported by a sales representative via phone that the tenodesis screw from an ar-2260bc biocomposite distal biceps repair implant delivery system cracked during insertion. The screw did not break into loose pieces and was completely removed from inside the patient. The case was completed using another ar-2260bc biocomposite distal biceps repair implant. This was discovered during a distal biceps repair procedure on (B)(6) 2024.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during insertion of the screw.